Event description:
The manufacturer received information alleging a ventilator is "unable to detect the flow sensor". There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.